Event description:
Reportedly, after performing a roux-en-y on the small bowel and firing the egia, it was impossible to open the instrument. The dr had to re-do the roux-en-y with a new device. No further pt injury reported.